Manufacturer narrative:
The device is returned and evaluated. Upon inspection and testing of the returned device, there no defects or lack of conformity found. No repair was required. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results conform to the target level defined in the regulations of france of jul 4, 2016, which is less than 1 cfu. The test resulted in no positive for any microbes for all channels. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information of their reprocessing method. During pre-cleaning, suction performed for all channels and rinsing is performed for the air water channel and auxiliary channel. Detergent used during pre-cleaning is aniosyme x3. During manual cleaning detergent used is anios excel d. Brushing is performed for the suction channel, suction piston, and operational channel port. Model numbers of the brushes used is life partner/vyntyl. Disinfection not performed during manual cleaning. The automatic endoscopy reprocessor (aer) is wassenburg. Detergent used with the aer is endohigh and disinfectant used is endohigh paa. The device is stored in a plasmatyphoon single cabinet (without drying function). Maintenance of the device is by olympus. The scope is not sterilized.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold corresponding to alert level. The test was performed prior to use. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.